Manufacturer narrative:
(B)(4). Foreign - (B)(6). Reported event was confirmed by review of provided radiographs; these showed intra-operative views, with placement of a lateral sideplate and screw fixation for a comminuted fracture of the proximal right humeral diaphysis with near anatomic alignment of the fracture fragments, as well as post-operative views, which identified increased fracture angulation secondary to likely loosening involving the (5) proximal screws. Because no product was returned visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Root cause was unable to be determined with the information provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06784, 0001822565-2019-01805, 0001822565-2019-01806, 0001822565-2019-01808. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A patient who was implanted with a plate and screws experience proximal pull out of the screws, which will require revision surgery. No additional information is available at this time.